Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 80-150mg/dl fasting. Verified the strips expired 3/20/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 74mg/dl and 74mg/dl fasting. Reviewed meter memory. (B)(6). The customer is concerned with the result of the lo in the meter's memory.